Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04599 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 biopsy forceps were used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, while withdrawing the forceps from the scope, resistance was encountered and the clevis was found to be bent. A second radial jaw 4 biopsy forceps device was used, however, resistance was encountered during withdrawal and the clevis was found to be bent. The procedure was completed with a third radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.